Manufacturer narrative:
This lead was capped. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available iegm freezes showed synchronous artifacts on the farfield as well as on the right ventricular channel leading to oversensing as reported in the complaint text. The root cause for this behavior cannot definitely determined. However, based on the information provided on the (B)(6) 2019, the manipulation of the ICD can might have contributed to a lead damage. For further investigations, an analysis of the lead itself would be necessary. Should additional information or the device become available for analysis, the investigation will be updated.

Event description:
Ous MDR - it was reported that approx. 36 months after the implantation oversensing was noted during a routine follow-up. It was reproducible with provocative movements. There was no mention of intervention.